Event description:
During a laparoscopic roux-en-y procedure, on 2nd firing, only fired 10% and the handle snapped. Another like device was used to complete the procedure. There was no pt consequence.